Manufacturer narrative:
The reported field events of inappropriate therapy and oversensing were not replicated in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
(B)(6) 2024 se correction to section d6a - date of implant should be "(B)(6) 2023" not "(B)(6) 2023".

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-71468.

Event description:
Related manufacturer report number: 2017865-2024-71468. It was reported that the patient was hospitalized on (B)(6) 2024 due to multiple inappropriate shock discharges during a short period of time. The inappropriate shock was caused by noise interference. Programming changes to shut off defibrillation was made while the patient was in hospital for observation. A chest x-ray showed the head end of the right ventricular (rv) lead had been bent. The pacing impedance of the rv lead was high and remaining power on the defibrillator was 1.8 yrs. The ICD and rv lead were therefore explanted and replaced on (B)(6) 2024. The patient didn't have any symptoms due to the inappropriate therapy and the patient was stable following the procedure.